Manufacturer narrative:
The alleged elevated readings on the monitor could not be confirmed since the unit was not returned to the MFR for investigation. Additional info on the procedure and the pt's outcome has been requested.

Event description:
It was reported that while using the snap monitor, the staff indicated that the readings from the monitor were falsely elevated. In response to the elevated number, the account administered additional sedation to the pt. This subjected the pt who had an ejection fraction of 10% to extreme hypotension.